Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012103485); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012024666); product type: 0195-heart valves; implant date ; explant date product ID unknown manufacturer balloon; product lot/serial number unknown; product type: valvuloplasty balloon;  implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was released at a depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The valve was constrained. A post-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm balloon with rapid pacing of 180 beats per minute (bpm). The valve successfully expanded. When the balloon was being removed, it pulled on the valve frame and the valve dislodged into the ascending aorta. A 23 mm non-medtronic valve was implanted. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was released at a depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The valve was constrained. A post-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm balloon with rapid pacing of 180 beats per minute (bpm). The valve successfully expanded. When the balloon was being removed, it pulled on the valve frame and the valve dislodged into the ascending aorta. A 23 mm non-medtronic valve was implanted. No additional adverse patient effects were reported. Additional information was received that a non-medtronic (boston scientific safari extra small) guidewire was used during the procedure.

Manufacturer narrative:
Updated: b5 other medical products in use during the event include: product ID boston scientific safari extra small guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.